Event description:
A discordant high prostate specific antigen (psa) result was obtained on an immulite 2000 instrument when using reagent lot 379. The result was reported to the clinical chemist who questioned the result. The patient sample was then repeated four times on the same immulite 2000 instrument and the values were lower. The results were not reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant high psa result.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in (B)(6) 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Manufacturer narrative:
The initial MDR 2432235-2013-00242 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.